Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen could not be confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen turned black after it had been disconnected from ac power. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. The reporter advised that the device continued to ventilate the patient, who was then placed on a new ventilator for support. Ventec requested additional details about the patient and event, but no information was provided.